Event description:
It was reported that patient experience acute low back pain following exposure to a security gate a courthouse about a week ago. She was also unable to adjust the stimulation of the implantable neurostimulator (ins) using the programmer, both with and without, the antenna attached. The patient no longer felt the back pain and had a follow-up appointment with their physician on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information obtained confirmed that the cause of the event was due to exposure to a security system. It was also reported that the ins battery had prematurely depleted. After the ins and lead replacement the patient was reported as doing better.

Manufacturer narrative:
Lead model 3093-28, lot #v513773, implanted: (B)(6) 2010, explanted: na, programmer model 3037, (B)(4).

Manufacturer narrative:
Lead model 3093-28 lot #v513773 explanted: (B)(6) 2012.

Event description:
Additional information received indicated that the patient had surgery to replace their implantable neurostimulator ins) due to normal battery depletion and received a new lead because of "lead movement". The patient outcome was reported as recovered without sequelae.